Manufacturer narrative:
Pt information is not provided by reporter. Lot # not provided by reporter. Expiration date unk as lot # is unk. (B)(4).

Event description:
When the physician went to remove the filiform multi-length ureteral stent on (B)(6) 2014, he pulled on it and the stent snapped in half. The stent snapped off inside the pt's bladder. He was unable to remove the broken piece without difficulty. This stent had been in the pt for about 6 months. The customer disposed of the stent at the facility. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.